Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-450-16 the pipeline flex with shield device has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex with shield device did not open at distal during the procedure. The pipeline middle section was positioned in a bend. The pipeline resheathed and removed with the microcatheter. New marksman and pipeline used and completed the procedure. The patient underwent embolization for a small unruptured saccular aneurysm located in left internal carotid artery siphon. Measuring 4.5mmx2.8mm, landing zone distal 4.0mm proximal 5.0mm. The vessel was moderately tortuous. There were no reports of patient injury in association with this event.

Manufacturer narrative:
It was reported that the pipeline flex with shield device did not open at distal during the procedure as it was positioned on a bend. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to investigate the event and/or determine the cause of the event. The health care provider and the manufacturer representative were contacted to obtain additional event details. The device was returned as part of this investigation. Analysis found the distal and proximal ends of the pipeline flex shield braid were found fully opened with no damage; therefore, the pipeline flex shield was not confirmed to have failure to open. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and no damage. No bend was observed on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. In addition, no damages found with the returned catheter. No other anomalies were observed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. There was no non-conformance to specifications identified that led to the failure to open issue. Possible contributing factor of failure to open includes patient tortuous anatomy. The investigation determined that this was a known event. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.